Manufacturer narrative:
Event date: on an unreported date in early (B)(6) 2017, the patient experienced turbid pd effluent and was hospitalized for the event. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced turbid pd effluent and subsequently passed away due to an unreported cause. The cause of the turbid pd effluent was not reported. The patient was hospitalized for the event. On an unreported date, the patient began treatment with intraperitoneal vancomycin (dose and frequency was not reported). The duration of the vancomycin treatment was one week, however, it was reported that no progress occurred; the patient¿s pd effluent remained cloudy. On an unreported date, the patient passed away in the treatment room. The cause of death was not reported. The issue of turbid pd effluent was reportedly not resolved prior to death. It was not reported if an autopsy was performed. Twenty eight days prior to the receipt of this report, dianeal therapies were discontinued (no further detail was provided). No additional information is available.